Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, when lifting the flap, an incomplete cut of the lateral incision was noted. The surgeon used scissors to separate the flap edge and ablation was performed to complete the treatment. Additional information received, the patient is seeing well post operatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The company service representative examined the system and found that the figure of merit (fom) was measured at 0.869. As a correction, the representative increased the fom to greater than one (1). The company service representative performed recalibration of the energy settings and zxy cut parameters as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a drift in the figure of merit (fom) specification. The manufacturer internal reference number is: (B)(4).